Event description:
It was reported that a spectrum pump alarmed for a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in question. The eval confirmed the system error 105 when the device was powered on, however the alarm could not be reproduced during testing. It was determined that the alarm was caused by a failed motor which has been replaced.